Manufacturer narrative:
Foreign : (B)(6).

Event description:
Information was received that a smiths medical portex north polar ivory endotracheal tube (nasal) had a "leaking tube" and that "the cuff was not blowing". No adverse patient effects were reported.